Event description:
Received information regarding the luer lock being disconnected from the infusion set tubing. The customer's blood glucose levels were elevated.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.